Manufacturer narrative:
The reported complaint of pressure line breaking was confirmed. The received monitoring kit was returned with the arterial tubing separated from the safeset sampling port. Insufficient solvent was present on the end of the tubing and in the tubing pocket of the safeset sampling port. The probable cause of the insufficient solvent is a manual manufacturing process error during assembly. The device history review did not reveal any non-conformances that would have contributed to this event.

Event description:
It was reported that the device's line broke about an hour into a heparin saline infusion. The defective device was reported to have been replaced without further incident. The patient was reported to have returned to baseline without medical intervention. There was also no blood loss, unprotected chemo exposure or adverse operator consequences. No additional information is known at this time.